Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2017-02372. This report is being submitted as additional information. Approximate age of device ¿ 11 months. Manufacturer's investigation conclusion: the reported event was confirmed based on the submitted system controller log file. Review of the submitted log file confirmed a pump stop event on (B)(6) 2017. The event occurred while the system was operating on the power module. The pump resumed operating above the low speed limit following the event and no further pump stops were captured during the final five days of the log file. A low voltage alarm was captured on (B)(6) 2017, when power was being exchanged from batteries to the power module. The alarm resolved when the system was switched back to battery power. The cause of the captured events could not be conclusively determined. Hmii patient handbook rev. F was available at the time of the event. The alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies, which includes pump stops. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an alarm occurred when the patient exchanged from battery support to power module support. The alarm indicated to attach the black power cable to power. The alarm resolved when the patient connected the pump to battery support. During interrogation of the system controller history by the lvad clinician, 2 pump stoppage events and 3 low flow events were reported on (B)(6) 2017. The patient reportedly did not hear the alarms, and had been sleeping at the time. The low flow alarms resolved. A possible percutaneous lead (driveline) issue was suspected or a system controller high current event. An ungrounded power module patient cable was sent for use while on a/c support. The patient was asymptomatic. No further information was provided.